Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article "risk factors for intraoperative proximal femoral fracture during primary cementless tha" by ran zhao, md; hong cai, md; yanqing liu, md; hua tian, md; ke zhang, md; zhongjun liu, md published by orthopaedics on march/april 2017 volume 40 number 2; doi: 10.3928/01477447-20161116-06 was reviewed for mdv reportability. The article purpose: "the goal of this study was to identify risk factors for intraoperative proximal femoral fracture in tha to identify high-risk groups preoperatively and minimize the incidence of this complication. " the study included 904 cementless tha procedures of which 99 were performed with depuy corail stems. The article reports 8 fractures occurred within the corail subgroup intra-operatively, and "all fractures were treated with cerclage wire techniques and trained with no weight-bearing functional exercise until 6 weeks after surgery. To date, no patient has required revision." The article does not mention of a delay in surgery occurred. Impacted products: corail stems adverse event: intraoperative fracture.